Manufacturer narrative:
H3. Analysis of the controller found a non-conformance beyond intended use. The main board was replaced due to corrosion/liquid damage causing charging/power/connection issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. It was reported that the patient's (pt) belt was broken. The caller states when she met with pt on tuesday the only issue was the pt's belt was broken, the caller worked with pt on charging the implantable neurostimulator (ins) (went through passive charge) and then had the pt charge normally and when the caller left the pt on tuesday (yesterday) the controller was charging the ins with excellent coupling. The caller states she then got a call yesterday evening saying that the pt's controller is completely black and won't respond--the caller states the green light on wall charger is on but the green light on the controller does not come on. The caller had the nurse/pt reseat the battery in controller but the controller does not respond.  Patient called back reporting that they never received their replacement belt. Patient stated that they need their belt so that they are not in so much pain; patient is currently in rehab and needs a belt in order to do rehab and go home. Patient noted that a manufacturer representative (rep) had their file and that another rep told them that the belt would be overnighted. The patients rehab doctor was also on the call and repeated the importance of the patient getting a belt; agent tried to explain the belt situation to the patient and doctor but the patient became very escalated and called the agent stupid. Agent reviewed that the patient could try asking their rep or doctor for a spare belt or loaner; the doctor demanded that the agent handle the issue and ask if a rep could come assist the patient at the facility so agent sent an email to the local mdt reps on the patients behalf. The patient was all over the place with the conversation and was escalated about the belt. A replacement controller and belt were sent out.